Event description:
As part of a legal mediation effort on (B)(6) 2013, intuitive surgical, inc. (Isi) received information including medical records of a patient who underwent a da vinci si hysterectomy and salpingo-oophorectomy procedure and cystoscopy on (B)(6) 2013 with a diagnosis of abnormal uterine bleeding refractory to norvasure ablation. According to the patient's operative (op) report there was no indication that a malfunction of the da vinci si surgical system, instruments or accessories occurred and no indication that the patient experienced any intra-operative complications. The op report indicated that patient's uterus and both ovaries were removed vaginally and during closure of the patient's vaginal cuff, figure-of-eight sutures were placed in areas where the closure was found to be a bit weaker. Good hemostasis was noted in the abdomen and pelvis. The surgical procedure was completed and the patient was transferred to the post anesthesia care unit in stable condition. The patient was discharged from the hospital on (B)(6) 2013 without any reported ongoing complications. Reportedly, the patient returned to the hospital's emergency room on (B)(6) 2013, complaining of lower abdominal pain, vaginal bleeding, nausea and several episodes of diarrhea after having intercourse. According to the patient's ER documents the patient also reported that she had been back to work for approximately 4 to 6 weeks post her hysterectomy procedure and she worked excessively with a 60lb jackhammer daily since that time. According to the patient's ER documents, on (B)(6) 2013 a physical examination of the patient found that the patient had vaginal cuff dehiscence. Antibiotics were administered to the patient and the patient was scheduled to undergo a surgical procedure to repair her vaginal cuff on (B)(6) 2013. According to the patient's op report dated (B)(6) 2013, during the surgical procedure, the surgeon encountered dense bowel adhesions starting at the vaginal cuff. A general surgeon was consulted to take down the patient terminal ileum and sigmoid colon. The patient's vaginal cuff was then repaired with sutures. Inspection of the vaginal cuff found that the repair was airtight. Reportedly, the patient tolerated the surgical procedure well and was transferred to the recovery room in stable condition. The patient was discharged from the hospital the next day on oral pain medications. The patient had an uncomplicated hospital course.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided does not contain any allegation of a malfunction of a da vinci system, instrument or accessory. No previous complaint was reported relating to this event.